Manufacturer narrative:
Additional information received indicated that a revision procedure was performed and the pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). The chronic right ventricular (rv) lead remains in service and connected to the left ventricular (lv) port of the device. A new rv lead was implanted and is connected to the rv port of the device. It was reported that the patient is pacemaker dependent and the physician wanted to ensure pacing therapy for the patient. The physician planned to see the patient in a few weeks to potentially turn off the lv lead. The chronic rv lead was not tested with the pacing system analyzer (psa), but reported variable impedance measurements through the device ranging from less than 200 ohms to approximately 800 ohms. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this pacemaker and another manufacturer's right ventricular (rv) lead had complete heart block. Device interrogation displayed pauses in pacing. Pacing threshold measurements were 0.7 volts at 0.5 milliseconds and the device was programmed to 2.0 volts. There was a recent decrease in pacing impedance measurements from approximately 580 ohms to one measurement of 180 ohms. There were also stored episodes which indicated noise. It was reported the patient had a deep brain stimulator on the right side. The device sensitivity was set to a max value of 10 millivolts and the noise was still present.